Event description:
It was reported that the patient had impedances greater than 4,000 ohms on contact 2 per the electrode impedance measurement. The patient also had greater than 4,000 ohms therapy impedance on programs 3 and 4. The patient was using program 2 which had a normal impedance range and she was satisfied with her therapy response. Interventions included standard reprogramming on (B)(6) 2015. The outcome was ongoing.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v567717, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).